Manufacturer narrative:
The reported events of noise resulting in oversensing and suspected lead damage were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found multiple internal insulation abrasions breaching the ring electrode cable lumen at the distal region of the lead. The ethylene tetrafluoroethylene (etfe) cable coating of one ring electrode cable was abraded in one location while in the other locations the coating was not abraded. The cause of the reported event of noise resulting in oversensing was isolated to abrasion to the one ring electrode etfe cable coating. Abbott is continuing to monitor this issue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow up in clinic, noise was noted on the right ventricular lead. No intervention has been performed. The patient was in stable condition.

Event description:
Additional information was received indicating the noise resulting in oversensing on the right ventricular (rv) lead. The physician suspected the noise was due to non-confirmed lead damage. The rv lead was explanted and replaced to resolve the event.